Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over. A technical support specialist dialed into server, then ran the server downtime query, there the interface flagged as "disconnected". So, the tss deployed the interface services utility to carefusion coordination engine (cce), then restarted external messaging services and re-run server downtime query and the interface was back to being connected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.